Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call, the buttons on the device aren't working and he wasn't sure what to do. Customer's blood glucose was 151 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.